Event description:
Complainant alleged that during functional testing, the device would not charge to more than 150 joules while in AED mode. Complainant indicated that there was no patient involvement in the reported malfunction.